Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lcx as treatment of the target lesion (MFR report #2953200-2009-01104) and one endeavor sprint rx drug-eluting stent was implanted at the proximal lcx (overlapping) as treatment of complication/dissection/bailout (after stent implantation to cover target lesion). Patient was asymptomatic/free of symptoms at 30 day follow up. Approximately 5 weeks following index procedure, a staged procedure of the mid rca and of the distal rca was carried out. One endeavor sprint rx drug-eluting stent was implanted to the distal rca as treatment of the target lesion (MFR report #2953200-2009-01105). One endeavor sprint drug-eluting stent was implanted at the mid rca as treatment of complication/dissection/bailout (after stent implantation to cover target lesion). One endeavor sprint drug-eluting stent was implanted at the distal rca (overlapping) as treatment of the target lesion. Patient was asymptomatic/free of symptoms at 6 month follow up. A ptca revascularization of the proximal rca was carried out approximately 6 months following staged procedure. One endeavor sprint rx drug-eluting stent was implanted. On the same day, a ptca revascularization of the mid rca was carried out. One endeavor sprint rx drug-eluting stent was implanted. Investigator indicated that events were not related to the study stent. Approximately 6 weeks later, a ptca revascularization of the mid lad was carried out. One endeavor sprint rx drug-eluting stent was implanted. Investigator has indicated that event was not related to the study stent.

Manufacturer narrative:
Secondary intervention, additional stents implanted.